Event description:
The report received via a voluntary medwatch indicated the following: while undergoing cardiac catheterization, the guide catheter inserted via a right radial artery fractured and upon removal resulted in a portion of the catheter remaining in the vasculature, extending from the brachial artery into the aorta. Multiple percutaneous attempts at snaring the catheter were unsuccessful. A surgeon was consulted emergently for assistance with the removal of the retained portion of the catheter. A catheter removal surgery was performed in the cath lab under anesthesia. The retained portion of the catheter was surgically removed from the radial artery in it's entirely. The radial artery was then repaired with suture hemostasis was achieved within the wound and the wound was closed in layers. Following the procedure the patient had excellent capillary refill of the right hand with excellent doppler signal within the palmer arch. There was also a good doppler signal within the distal radial artery. The patient left the cath lab in stable condition with minimal blood loss. He was observed overnight, remained stable and was discharged the following day.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that the catheter fractured and separated while inside of the patient. While undergoing cardiac catheterization, the xb rca guide catheter inserted via a right radial artery fractured and upon removal resulted in a portion of the catheter remaining in the vasculature, extending from the brachial artery into the aorta. Multiple percutaneous attempts at snaring the catheter were unsuccessful. A surgeon was consulted emergently for assistance with the removal of the retained portion of the catheter. A catheter removal surgery was performed in the cath lab under anesthesia. The retained portion of the catheter was surgically removed from the radial artery in its entirely. The radial artery was then repaired with suture hemostasis was achieved within the wound and the wound was closed in layers. Following the procedure the patient had excellent capillary refill of the right hand with excellent doppler signal within the palmer arch. There was also a good doppler signal within the distal radial artery. The patient left the cath lab in stable condition with minimal blood loss. He was observed overnight, remained stable and was discharged the following day. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15437043 revealed no anomalies during the manufacturing and inspection processes. (B)(4). No nonconformance records were issued for this lot. No excursions were found for lot 15437043. The pull test results were reviewed and no anomalies were found. The fusing process parameters were reviewed and no anomalies were found. Calibration records for fusing machine with calibration ID: (B)(4) were reviewed, and it was found that the equipment / tool were calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for fusing machine with equipment ID: (B)(4) were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. Catheter fracture and separation are a known potential product malfunction during all invasive catheter based procedures. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Invasive cardiac procedures performed from a radial approach inherently involve a portion of catheter manipulation and torquing to advanced and deliver the catheter to the target location. Review of the information does not definitively suggest what factors may have contributed to the reported event.